Event description:
It was reported that a user experienced a dexcom g6 continuous glucose monitor signal loss to the ilet after entering the shower, resulting in approximately 10 minutes without cgm readings; no alerts or alarms were reported, and the user was instructed to restart the ilet with a standard pairing period. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary loss of cgm data display on the ilet. Investigation included troubleshooting and user education focused on device pairing and expected reconnection timing. Investigation of this case revealed a transient communication interruption between the cgm transmitter and the ilet consistent with environmental or proximity-related signal loss during bathing, with device function restored through restart and normal pairing behavior. It was concluded, based on previously established findings for similar reports, that the cause was user environment¿related signal interruption with normal device operation.